Manufacturer narrative:
Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the defibrillator paddles were scorched. There was reportedly no patient involvement. Visual inspection found the black plastic bezel and paddles were broken down. Available details indicate the paddles and paddle plates were replaced. The monitor was adjusted, and the device was tested and inspected. The device returned to full functionality. The device was not available for additional investigation as it remains at the customer site. The paddles and paddle plates are not available to be returned to philips for additional investigation as these components are scrapped if returned defective. The device was operational after repairs were completed. The device remains at the customer's site. No further action is warranted at this time.

Event description:
It was reported to philips that the paddle is scorched. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.